Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient to reset the device if out of range is displayed more than 15 minutes. No additional patient or event information is available.